Manufacturer narrative:
Reported event of stent calcified. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the returned stretch¿ vl ureteral stent revealed that the stent has calcified. The evaluation concluded that the most probable root cause for this event is related to anatomical and procedural factors that most likely limited the integrity of the device. It is possible that the stent calcification may have been generated because the device remained in the patient's body for a certain length of time. The most probable cause is considered operational context.

Event description:
It was reported to boston scientific corporation that a stretch¿ vl stent was implanted in a patient, during a ureteroscopy lithotripsy procedure, on (B)(6) 2014. The stent was removed on (B)(6) 2015. According to the complainant, during withdrawal, the stent was noted to be calcified. It was reported that the stent was planed to be implanted for 90 days, yet removed after 38 days. Reportedly, although calcification was noted, the stent was still able to provide drainage. The retrieval line was not left on the stent when the stent was implanted. It is not reported how the physician removed the stent, although the entire stent was able to be removed. There were no complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a stretch¿ vl stent was implanted in a patient, during a ureteroscopy lithotripsy procedure, on (B)(6) 2014. The stent was removed on (B)(6) 2015. According to the complainant, during withdrawal, the stent was noted to be calcified. It was reported that the stent was planed to be implanted for 90 days, yet removed after 38 days. Reportedly, although calcification was noted, the stent was still able to provide drainage. The retrieval line was not left on the stent when the stent was implanted. It is not reported how the physician removed the stent, although the entire stent was able to be removed. There were no complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.